Event description:
It was reported that during a da vinci-assisted surgical procedure, the system would not activate the bipolar energy when the surgeon pressed the foot pedal. The customer replaced the external electrosurgical unit (esu) prior to calling to the technical support but the issue persisted. The technical service engineer (tse) asked the customer to reseat the energy activation cable and move or try a different personality module energy device (pmed) port, but the issue still continued. The tse advised the customer to replace the energy activation cable. The customer continued the procedure using the foot pedal of the external esu. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 24th march, 2022: the monopolar energy was activated and energized but the bipolar energy could not be activated by the surgeon side console (ssc) foot pedal. This was caused by the defective energy activation cable which needs to be purchased and replaced. As the customer had no spare energy activation cable, the procedure was continued with the external valley lab esu. The customer opted to use the esu foot pedal to activate the bipolar energy instead of activating the energy by the ssc foot switch. Upon powering on the system, the system functionality was checked and the esu initially powered on without errors. The procedure was completed robotically with no report of patient injury.

Manufacturer narrative:
The customer resolved the reported issue by using the foot pedal of the external esu. The system was then working properly and no additional action was required. No product is expected to be returned for analysis as a result. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date could not be performed by technical support when the customer called for troubleshooting assistance as the logs were not available at that time. This complaint is considered a reportable malfunction event due to the following conclusion: the esu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external esu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.